Event description:
It was reported that during a laparoscopic splenectomy, the device would not complete the full firing. The full length of the staple line was not complete. This caused intense bleeding of the spleen. Used clips to stop the bleeding. The case was extended two hours.

Manufacturer narrative:
Info anticipated, but unavailable at this time.